Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. Two photographs of an 18 g accucath ace were returned for evaluation. An initial visual observation of the photographs showed two accucath ace devices and the product information label. One of the catheters was not damaged and was included in the photographs as a comparison. The safety mechanism of the other device was activated, and the catheter was not on the device. The coiled tip of the guidewire of this sample was observed to be broken and missing. No use residue or other details of the break could not be seen on the sample in the returned photograph. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported experienced accucath placer in the ed placed an accucath in a patient on (B)(6) 2023. Wire was retracted before insertion. Upon entering the vein, the clinician noted more than typical resistance so the procedure was stopped, button pressed to safety the needle and the catheter removed. Upon removal, the tip of the accucath guidewire appears to be shorn off. Patient had to get stuck again for IV access, the patient had to get an x ray and CT scan ordered to determine where the wire was. Per clinician, wire was not found in the patient.

Event description:
It was reported experienced accucath placer in the ed placed an accucath in a patient on (B)(6) 2023. Wire was retracted before insertion. Upon entering the vein, the clinician noted more than typical resistance so the procedure was stopped, button pressed to safety the needle and the catheter removed. Upon removal, the tip of the accucath guidewire appears to be shorn off. Patient had to get stuck again for IV access, the patient had to get an x ray and CT scan ordered to determine where the wire was. Per clinician, wire was not found in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.